Manufacturer narrative:
Product event summary:the proximal segment of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during elective extraction of the right ventricular (rv) lead the helix would not retract. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.